Event description:
It was reported that the patient presented via remote transmission. Upon review it was noted that the patient received inappropriate anti tachycardia pacing therapy and inappropriate shock thrice for supraventricular tachycardia. Patient has a long history of supraventricular tachycardia. Morphology discriminator did not match. Shock converted to sinus rhythm and the patient felt better after receiving shock. No further intervention or additional information was reported.